Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was not established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the log files confirmed the customer allegation of "drill disconnect error." While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The cori surgical technique manual ((B)(4)) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. Per the clinical evaluation, the field report revealed that the account had replaced the console with new software and was told that had fixed this error. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducting to determine if additional actions are required. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during tka cori procedure, while starting to distal burr the femur in exposure, they experienced the drill disconnect error. They recalibrated and attempted again and received the error again. They completely shut down the system and rebooted and resumed the session and experienced it a third time. Procedured finished with manual instruments. Surgery was delayed less than 30 min. Patient was not harmed.

Manufacturer narrative:
H6: health effect - impact code, h7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. Section h3, h6: the real intelligence robotic drill, part number rob10013, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was not established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the log files confirmed the customer allegation of "drill disconnect error." While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed it. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The cori surgical technique manual ((B)(6)) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ section of ¿performing trial reduction and postoperative assessments. Per the clinical evaluation, the field report revealed that the account had replaced the console with new software and was told that had fixed this error. Responses to requests for clinical documentation/information were not provided; however, no patient harm/injury or other interventions were reported. Since the procedure was reportedly completed manually within a 0-30-minute surgical extension without patient injury/harm, no further patient impact would be anticipated. No further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: component code, type of investigation, investigation findings and investigation conclusions.